Event description:
Occlusion alarms were reported by the caller. The issue did not adversely impact the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge, infusion set and tubing successfully resuming insulin.